Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. The device history records for the reported device were reviewed and identified no deviations or anomalies. Review of the compatibility matrix identified that all the components are compatible. This device is used for treatment. A complaint history search identified no other complaint for the part/lot combination of the tibial component. Review of the primary surgical notes found that the patient underwent left knee arthroplasty to treat osteoarthritis. Patient specific instruments were used to cut both the femur and tibia. After implementation of the final femoral, tibial, and patellar components and provisional articular surface, the knee was moved through the range of motion with good flexion/extension, and good patellofemoral stability. No mention of a range of motion test performed after implantation of the final articular surface. The revision surgical notes state that five years later the patient underwent a revision surgery due to pain and loosening of the components. Large amount of scar tissue and synovitis were noted intra-operatively. The articular surface was removed. Gross bony erosion was observed around the tibia, especially on the medial component. Both the tibial and femoral components were removed using osteotomes and reciprocating saws. The patellar component was felt to be stable. No information regarding the adherence to the rehabilitation protocol and/or the activity level of the patient was provided. Per the package insert of the tibial component, loosening of the prosthetic knee component is a known adverse effect associated with this tka procedure. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to tibial loosening.